Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Reviewer's comment: interim medical records from (B)(6) 2002-(B)(6) 2004 are not available for review to know the health status of the patient. On (B)(6) 2004: incomplete emptying. Plan - recommended lysis of tvt tape. Mesh (tvt device) revision surgery: on (B)(6) 2004: underwent revision of tvt sling by placement of vaginal wall graft between the two arms of the tvt for incomplete bladder emptying.